Manufacturer narrative:
It was initially reported that the patient suffered adverse consequences; however, the user facility confirmed that the patient was not injured as a result of the fall. Section b5 has been updated with additional details, product information under section d has been updated, and section h codes have been updated. H3 other text: user facility performed the device evaluation and required no further action.

Event description:
It was reported that the bed alarm did not sound after a patient fell. It was further reported that the patient suffered adverse consequences as a result of the fall; however, the user facility followed up and confirmed that there were no adverse consequences. After investigation, it was found that the staff did not correctly set the bed alarm and will receive follow up training.

Event description:
It was reported that the bed alarm did not sound after a patient fell. It was further reported that the patient suffered adverse consequences as a result of the fall; however, the investigation is currently ongoing and further details regarding this event are unknown at this time.